Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of a partial catheter rupture at 6 cm. This occurred during use. Pain, swelling and extravasation of the drug was reported. The catheter was replaced. No other information provided, at this time.